Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporter did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A consumer reported that after having an intraocular lens (iol) implanted, she developed negative dysphotopsia. She indicated it has interfered with reading, work and other activities. She explained that often she has to read with the surgical eye covered and recently she experienced a posterior vitreous detachment (pvd) with two hemorrhages next to the optic nerve. Now she has a big floater in the center of her vision. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
In a follow up, the surgeon verified that the hemorrhages noted were not related to the iol and were caused by the pvd.